Event description:
A pt reported back to back tests performed on pt's ss meter using separate finger sticks were 84mg/dl and 107mg/dl successively. No symptoms were reported. Pt reportedly had no control solution and had been cleaning meter incorrectly. Lfs rep reviewed quality control procedures with pt. The meter has been replaced. No allegation of harm have been made.